Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 404 mg/dl and 300 mg/dl at time of incident. Customer reported that they feel okay to troubleshooting. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump battery was saying low and they changed it and it only worked for 5 days. The device will not be returned for analysis.